Event description:
Pt underwent extraction of teeth 1, 16, 17, 32 without evidence of prior infection. Ext site 17 evidenced persistent bleeding which was controlled with pressure and placement of 2 "x2" of actcel. The other 3 extraction sites healed uneventfully while the extraction site with the actcel evidenced persistent pain and swelling, prompting treatment with pen vk 500 qid the 3rd week after surgery. Three days later increasing evidence of infection (pain, swelling, purulence) prompted switch from pen vk to clindamycin 300 mg tid. There was no radiographic evidence of retained tooth or other foreign body. The lack of improvement led to exploratory I&d which produced the actcel completely intact 29 days after placement. There was no evidence of retained tooth or other sequestrum. With the I&d and removal of actcel, there was rapid resolution of infection, near complete at one week after I&d.